Manufacturer narrative:
(B)(4). Reported event is unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Insufficient information.

Event description:
It was reported that patient underwent a hip revision after an unknown amount of time post implantation due to pain and limb length discrepancies. Attempts have been made and additional information on the reported event is unavailable at this time.